Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event deflation was received on march 14, 2024, with lot: 1817884. Based on the device analysis grid, the assessments of the complaint are: deflation: opening assessed as unidentified (tear) opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13feb2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10apr2024.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.